Event description:
In 2006, the device was implanted. During implantation, the doctor noted that the bone was very hard. Post-op x-rays showed that the screw had traveled completely through the cup hole bypassing it by about 1cm. Device remains implanted.